Manufacturer narrative:
Heartsine's investigation of the device duplicated the reported fault. Removal of the speaker from the upper-case assembly revealed a ring of metallic debris around the centre of the speaker cone, which had impeded the vibrations of the speaker and resulted in distorted output. None of the heartsine manufacturing processes create metallic debris, and the speech prompts are verified during samaritan pad 360p final unit test specification. This would indicate that the issue had developed after release from heartsine. The debris in the speaker housing would suggest the device had been stored in the presence of metallic particles, e.g. A factory environment. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device's audio prompts were distorted. With distorted voice prompts, a lay user may not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device's audio prompts were distorted. With distorted voice prompts, a lay user may not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no patient involvement reported with the event.